Event description:
The customer reported an "air in line error." Air in line is an alarm safety feature of the device. No patient involvement is noted.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture 12/11/2007 to present date 11/03/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/11/2007 to present date (B)(6) 2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
The customer reported an "air in line error." Air in line is an alarm safety feature of the device. No patient involvement is noted.